Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 90% stenosed lesion was located in a calcified and moderately tortuous mid left anterior descending artery. On the third inflation the 2.5x20mm maverick2 monorail balloon ruptured at ten atmospheres. The balloon was removed intact. The procedure was completed with a different device. The patient status is listed as good with no complications reported.

Manufacturer narrative:
(B)(4):as the unit has not been returned, the complaint investigation site could not perform a technical analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4)